Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment. The philips field service engineer (fse) inspected the system and confirmed that the host pc was not booting during power on. Upon further inspection, fse determined that the host pc's hdd was not getting detected and there was a problem with the cmos battery. The fse reseated the connections of the host pc hdd and replaced the cmos battery. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system was not switching on. No harm has been reported. Philips has started an investigation of the complaint.